Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Therefore, the as reported event of fiber tip charred was confirmed. The glass cap exhibits severe devitrification at output window and the metal cap exhibits severe charred detritus adhesion on surface due to usage. The hene (helium-neon) laser fixture testing conducted did not identify signs of breakage along the length of the fiber. The hene laser fixture aim beam is present at fiber output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate with the fiber. Based on the observed circumferential fracture a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip charred when the doctor lasered close to the tissue. The procedure was completed with a different fiber with no clinical consequences to patient. Analysis of the returned device has identified a circumferential fracture that could potentially lead to forward firing.